Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, the device failed a test step during testing. The device's machine flow sensor was found to be contaminated and was cleaned to address the issue.